Manufacturer narrative:
Vyaire file identification: (B)(4). Device evaluated by MFR: the suspect device has not been returned for evaluation. However, vyaire technical support advised that the unit insp. Block needs to be replaced. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.

Event description:
It was reported to vyaire medical that the bellavista1000e us had alarms 316- "blower failure", 545 - "astepinspvalve value out range- failsafe, 300 "device in failsafe and 400- "inspiration valve or device leaky. Furthermore, there was no patient associated with this event.

Manufacturer narrative:
Results of investigation: the suspect component was returned to vyaire medical for evaluation. Return analysis visual inspection of the unit under test (uut) found no indications of damage or misuse. Bellavista unit ventilation was cycled with default ventilation settings for 1 hour and functioned as expected with no alarms or warning messages. Ventilation was then cycled for 1 hour with 70% o2 and then 100% o2 and functioned as expected with no alarms or warning messages. Power was cycled 10 times and the bellavista vent functioned as expected with no issues, alarms, or warning messages. The reported issue was not duplicated.no performance issues were found. Log file evaluation (non return analysis)- the root cause of failure was a defective inspiration valve nt intermittent failure.